Event description:
Hill-rom received a report from the account stating nurse call is not functioning. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the universal television junction box inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced universal television junction box to resolve the issue. Based on this information, no further action is required.